Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis and the device worked as intended.

Event description:
It was reported that during an open gastrectomy procedure, the jaw opened before the knife did not return to the home position completely after the 2nd firing. Then the loading cartridge could not be removed from the jaw as usual, so the loading cartridge was removed forcibly. After that, a new cartridge could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences for the patient. The deployed staples were b-formed shape. The doctor commented as follows; although, the 1st firing was completed without any difficulties, it had a difficulty in firing at the 2nd firing. The target tissue was not so thick. Additional information: on what tissue type was the device used? At what location on the tissue? Gastric body. And it was not thick nor hard. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. If echelon, during which stroke did the event occur? 4th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No information. Were any unexpected noises heard? If so, when? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? The force of opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Besides, the manual knife reverse switch did not function. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The nurse felt a feeling of strangeness when the 2nd cartridge was removed. Also, the stroke count indicator showed between "0" and "lockout symbol".